Event description:
It was reported that an ilet user experienced hyperglycemia, with the cgm displaying ¿high¿ and later a fingerstick blood glucose of 333 mg/dl, while the device delivered correction doses; the user considered a manual insulin injection and was advised to follow clinician guidance and to pause the pump to avoid insulin stacking. Symptoms included no reported physical symptoms. Outcomes included continued self-monitoring without medical intervention or hospitalization. Investigation included technical support review and user education regarding cgm display limits and pump operation. Investigation of this case revealed no evidence of device malfunction, occlusion, or supply issues based on the user¿s inspection and device behavior. It was concluded that the event was hyperglycemia with an unclear cause and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.